Event description:
The patient experienced more pain in her head with the stimulation so she had the ins and extension removed sometime between 2006-2009. The leads remained in place. It was noted that the physician that performed the explant also performed the implant. She had received the system to help with the pain in her head as she was told that the left side of her brain was sitting on a nerve. Since the explant surgery she still has pain but not the additional pain she had when she used the stimulation. Additional information has been requested.

Manufacturer narrative:
Product ID 7495-51, serial# (B)(4), implanted: 2001-(B)(6), product type extension product ID 7495-51, serial# (B)(4), implanted: 2001-(B)(6), product type extension product ID 3887-33, lot# j0104084v, implanted: 2001-(B)(6), product type lead product ID 3487a, lot# l60614, implanted: 2001-(B)(6), product type lead product ID 7435, serial# (B)(4), implanted: 2001-(B)(6), product type programmer, patient product ID 3487a, lot# l60614, implanted: 2001-(B)(6), product type lead product ID 3887-33, lot# j0104084v, implanted: 2001-(B)(6), product type lead. (B)(4).